Manufacturer narrative:
The tandem t:slim pump user guide indicates that the cartridge is for single use only and novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 314 mg/dl and a correction bolus was delivered to address the bg level. The customer indicated that the supplies on the pump were to be changed. Reportedly, the customer had been using novolog insulin in the cartridge for 4 days.